Manufacturer narrative:
The insulin pump passed displacement test. Hardware low level failure alarm. (Variable 3) was present in the pump trace download and hardware low level failure alarm (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure alarm.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. Blood glucose was 7.1 mmol/l. Customer was able to successfully clear the alarm. It was also reported that insulin pump had beep anomaly. The insulin pump will be returned for analysis.